Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
This was reported to the distributor after an nkv-330 ventilator evaluation. The user stated that during the trial the nkv-330 ventilator was giving a ''circuit occlusion'' alarm message during an aerogen nebulizer treatment while in use on a patient. There was no harm to the patient with vital signs remaining stable.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.